Event description:
Arjohuntleigh received a customer complaint that indicated the sara 3000 active lift was the cause of a resident's broken legs based on the area where the breaks were and where the legs are positioned on the sara 3000 knee pads. In accordance to info provided, later the facility staff member stated "we are not certain that the fractures occurred at the same time (during the pt transfer) or over a period of time." Ref MFR #3007420694-2014-00058.